Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn(B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The sample was returned with the cradle (trigger guard). When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3); insertion 1: 2.03 secs, insertion 2: 2.25 secs, insertion 3: 2.10 secs. Hard profile (105 lbs/ft3); insertion 1: 3.03 secs, insertion 2: 3.81 secs, insertion 3: 4.12 secs. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2018 and is approximately 1.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Event description:
The report states: I had a medic attempt to place an io in a tibia yesterday, but she said the driver failed. Evidently it stopped as she was drilling, but the light is remains green. It seems to run normally right now, but we have not attempted to drill into anything. This has never happened to us before, so wondering if this is to be expected or if something is wrong. The patient is deceased. Additional information: the patient had cardiac arrest. No harm or injury to patient. Needle set length used during this insertion was 25mm. There was not a large amount of pressure applied during insertion but once into the bone it would not spin anymore. The operator has placed ez-io before and the device was used per IFU. The operator was aware of manual placement. Manual placement was not attempted. There was a 3 minute delay in achieving access. There was no backup driver available. A peripheral IV was placed.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I had a medic attempt to place an io in a tibia yesterday, but she said the driver failed. Evidently it stopped as she was drilling, but the light is remains green. It seems to run normally right now, but we have not attempted to drill into anything. This has never happened to us before, so wondering if this is to be expected or if something is wrong. The patient is deceased. Additional information: the patient had cardiac arrest. No harm or injury to patient. Needle set length used during this insertion was 25mm. There was not a large amount of pressure applied during insertion but once into the bone it would not spin anymore. The operator has placed ez-io before and the device was used per IFU. The operator was aware of manual placement. Manual placement was not attempted. There was a 3 minute delay in achieving access. There was no backup driver available. A peripheral IV was placed.